Event description:
Initial glucose result for a pt sample was 511 mg/dl. The result was 295 mg/dl when the sample was repeated. The field service rep repaired the analyzer by replacing a valve and tubing.